Manufacturer narrative:
Device evaluation summary: visual inspection shows fin damage and some additional damage to the top of the device. Note: visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was run a couple of times using saline. During the runs there was a loud noise observed. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of the autolog wash kit, it was reported that the bowl overheated, sent an error and broke. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that it does not appear as though the fins were damaged. There was no leak mentioned, but a grinding noise was reported. Medtronic received additional information that the customer is not sure if there was overheating, just a grinding noise. Medtronic received additional information via analysis of the returned device that the bowl fins were damaged.